Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The device was operated to obtain sphb, spo2, pi, and pulse rate readings with passing results. No issues were identified relating to measurement accuracy. The unit was determined to be fully functional.

Event description:
The customer reported the pronto is not giving accurate readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the pronto is not giving accurate readings. No consequences or impact to patient were reported.